Event description:
After an implantation period of approximately 84 months it was reported that a high shock impedance was observed. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 08th july 2022 and 10th october 2022 recorded the sudden increase of the shock impedance from approximately 50 ohms to above 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.